Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump, keypad/button unresponsive/button error, no delivery/occlusion alarm, occluded. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1780kl, mmt-332a, mmt-397. Troubleshooting was not performed. The use of the pump within 48 hours of the reported event and the status of the auto mode/smartguard feature was unknown. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-397.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on successfully after battery installation and new battery cap in place. No unexpected battery related anomalies noted. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully downloaded using thus software. Unit passed the displacement test, active and sleep measurement current tests, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might of triggered the reason of complaint. During download history review no relevant alarms on event date to confirm complaint codes. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. No moisture damage on keypad assembly, however, cracked trace (lead 1) on u1 keypad assembly was noted, possibly causing an intermittent button response. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage on electronic assembly or anomalies noted during visual inspection. White debris was noted on motor slide threads. Unit was also received with stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case on lower battery side, scratched case and debris in motor slide threads. In conclusion, customer concerns were not confirmed. Unable to confirm customer alleged concern of high bgs, no delivery alarms or battery related issues. No relevant alarms noted in download history review and testing of the unit was successful. However during deconstructive analysis, debris in motor slide threads and cracked trace (lead 1) on u1 keypad assembly was noted. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.